Manufacturer narrative:
The device lot number was unknown to the reporter at the time of the initial report. Therefore, the lot number and device manufacture date were documented as unknown. The device was returned for evaluation and the lot number was updated as h343098788 and the device manufacture date has been updated as aug 27, 2014. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that an unknown object had broken off in the device. No further information about the unknown object was able to be gathered. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive force which is misuse, abuse and/or error. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified back surgery, it was observed that the cutter device broke off inside the attachment device. According to the reporter, the broken cutter device was still in the attachment device and all of the pieces of the cutter device were retrieved. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.